Event description:
The rep reported the device was used during a laparoscopic appendectomy. It was reported the tsb35 misfired inside the patient. The instrument was closed across the appendix but the firing handle would not close. The jaws were opened, then reclosed and the instrument would still not fire. The instrument was removed, another opened and the case completed without incident. There was no consequence to the patient.